Event description:
Subsequent to cataract surgery with implantation of the crystalens intraocular lens (iol), the pt developed mild cystoid macular edema, inflammation, capsular contraction syndrome, and decreased visual acuity. The inflammation did not respond to medication and at 11 weeks postoperatively the crystalens iol was explanted and replaced with another lens. It should be noted that the pt has a history of lupus. In addition, one week after the initial surgery the surgeon removed some remaining cortical material. It has been documented in the published literature that cortical remnants can contribute to capsular contraction.

Event description:
After the crystalens was explanted and replaced with the amo ar40e intraocular lens, the patient's best ocrrected visual acuity decreased to 20/80. The complaint was forward to a third physician for medical review. The medical report indicated that there was no culture obtained at the time of explantation and there were no fluorescein angiography reports provided. Due to the lack of information provided by the treating physician, the third party reviewer concluded that the source of the patient's postoperative inflatmmation is unclear. The association between the event and the device is unknown.